Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported that the device was being used to clip the cystic duct. When the clip was fired it stayed and then fell off. This happened three times and the fourth time the resident was pushing so hard that they perforated the bladder. The device was removed from the trocar and was fired six times on the drape and then was working properly and was used to finish the case.